Event description:
It was reported that following a left heart catheterization, a 6f angio-seal was used to close the arteriotomy in the right common femoral artery (cfa). Early the next morning, the pt complained of numbness in the right leg and was found to have a dusky, pale, cool right lower extremity with no pulses. The pt was taken to surgery for exploration and repair. A skin incision was made in the right femoral area. There was an area where the angio-seal went in with a small thread that could be seen. There was a small hematoma. The pt was already on a heparin drip and was given an additional 5000 units of systemic heparin. The common femoral artery was controlled with a vascular clamp and an arteriotomy was made at that level. There was thrombus attached to the string. The arteriotomy was extended up and down and the clot associated with a piece of the angio-seal anchored itself on the posterior plaque from the common femoral artery. There was extensive calcified plaque in the vessel. This occluded the vessel completely. An endarterectomy spatula was used to free up and clean the area. Good back flow was achieved. The pt tolerated the procedure well and was in stable condition.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) states thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.